Manufacturer narrative:
Citation: endo n et al. Haemodynamic collapse immediately after transcatheter aortic valve implantation due to dynamic intraventricular gradient: a case report and review of the literature. Eur heart j case rep. (B)(6) 2021; 5(2): ytaa565. Doi: 10.1093/ehjcr/ytaa565. Published online (B)(6) 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) year-old female patient with a history of acute heart failure secondary to severe aortic stenosis who underwent transfemoral transcatheter aortic valve implantation (tavi) with a 29 mm medtronic evolut pro (unique device identifier number not provided). Immediately after valve implant, complete heart block (chb) with junctional rhythm developed. Shortly after, the patient¿s hemodynamics collapsed and refractory hypotension occurred. Fluid and three types of intravenous medication were administered but were ineffective or slightly increased the patient¿s blood pressure temporarily. Transesophageal echocardiography showed a normal functioning implanted valve and revealed left ventricular outflow tract (lvot) obstruction attributed to systolic anterior motion (sam) of the mitral valve associated with severe mitral regurgitation (mr). Temporary pacing from the right ventricle (rv) apex was initiated and the lvot obstruction and mr decreased. Subsequently, the patient¿s hemodynamics stabilized and was successfully extubated and transferred to the intensive care unit (ICU). In the ICU, hypotension was reproducibly induced by interrupting the pacing. Transthoracic echocardiography revealed sam of the mitral valve under junctional rhythm, which was improved by rv pacing. One day after tavi, the patient experienced delirium and accidentally removed the temporary pacing lead causing cardiopulmonary arrest. A temporary pacing lead was emergently reinserted while resuscitation was performed, and spontaneous circulation returned forty minutes later. Since severe obstruction was still observed under rv pacing, a beta-blocker was administered. Significant acceleration remained and the chb was persistent. Consequently, twelve days after tavi, a dual-chamber permanent pacemaker was implanted. After adjustment of atrioventricular synchrony and medication, transthoracic echocardiography exhibited mild mr with no evidence of sam, and the lvot obstruction was nearly resolved. At the nine-month follow-up, the patient had no cardiac symptoms. No additional adverse patient effects or product performance issues were reported.